Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Cartridge and infusion set were changed. Occlusion was resolved. Blood glucose was 240 mg/dl.